Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a thoracoscopic segmentectomy, when the device was used for lung parenchyma and pulmonary artery, the surgeon noted that the does not form a b-shape completely and there was small amount of bleeding. They hurriedly replaced the reload and handle to complete the case. There was patient injury.